Event description:
Allegedly the surgeon found that the tip of the rasp was damaged after surgery. Next day an x-ray was taken and the tip of the rasp remained in the body. On (B)(6) 2010, the tip was surgically removed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Event description:
Allegedly the surgeon found that the tip of the rasp was damaged after surgery. Next day an x-ray was taken and the tip of the rasp remained in the body. On (B) (6) 2010 the tip was surgically removed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.